Manufacturer narrative:
The reported event of set screw anomaly was confirmed. Final analysis found the atrial set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented in clinic for an implantable cardioverter defibrillator (ICD) changeout. During the procedure, there was difficulty removing the screw from the header of the ICD. This issue led to the removal of the silicone plug, causing the screw and collar to detach from the header. The ICD was successfully explanted and replaced. The patient was stable.